Event description:
The product was used during a thoracoscopic lung partial resection procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/16/1997-supplement #1 sent to FDA.